Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 no complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 22.1 cm. An external insulation abrasion was noted 21.1 to 21.4 cm from the connector pin, breaching the outer insulation and exposing the inner coil, consistent with friction to another device or feature of the heart. Non-healthcare professional.

Event description:
This report is to advise of an event observed during analysis.